Event description:
The patient had a pda and the physician wanted a 8/6 duct occluder and though your measuring chart stated that this device would fit through a 6f introducer and it apparently was inserted but couldn't be recovered through the sheath and they had to use a bailout catheter. They proceeded with another 8/6 pda and closed the pda successfully.

Manufacturer narrative:
The amplatzer duct occluder was not received for analysis. Review of the manufacturing records confirmed that certified operators found this delivery system lot to be acceptable during manufacturing and prior to shipment. Our investigation was unable to reproduce the performance described in the field since the device was not received for analysis. Not returned